Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [125 mcg/ml] at a dose of 66 mcg/day and bupivacaine [25 mcg/ml] at a dose of 13.201 mcg/day via an implantable pump for non-malignant pain. It was reported on 2017-mar-15 that the pump was empty. It was indicated that the patient did not miss the refill but that the pump was filled 10 days late due to a scheduling error. It was indicated that the pump was filled yesterday (B)(6) 2017 and there were no changes made to the drug. It was noted that the patient didn¿t start experiencing withdrawal symptoms until three days ago (B)(6) 2017. It was reported that the hcp read the logs and it said the empty reservoir alarm date occurred (B)(6) 2017. The hcp wanted to know how long it would take before the drug would start delivering again. It was noted that the patient was still experiencing symptoms but they were better since they were being managed with oral medication. It was indicated that this was the first time the pump had gone dry. Additional information was received from an hcp on 2017-mar-16. It was reported that the symptoms resolved on (B)(6) 2017. It was indicated that the patient¿s weight at the time of the event was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.